Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The patient complained of pain and swelling in the implant area during visit to the dental clinic. The implant became loose. The implant was extracted about 6 weeks after it was placed in the tooth # 9. The implant site had type 3 bone quality. The implant site was found to be infected. The patient's symptoms had been relieved after removal of the implant. The patient has history of periodontal disease. The patient was reported to be stable and the implant site was completely healed. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed and no deviations were found. The critical parameters of the implant were measured and no defects, no non-conformities, nor deviations were found, the threads were intact. The part met specification. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability and fail to osseointegrate at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii bone: is a thin layer of cortical bone surrounding a core of dense trabecular bone. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures, following surgery or initial osseointegration. Minimizing tissue damage is crucial to successful implant osseointegration. Risk of osseointegration failure increases as tissue trauma increases. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. No abnormality with the implant was confirmed. At this time the reported issue will be tracked and trended.